Event description:
It was reported that the patient had inadequate stimulation due to high impedances and lead migration which was confirmed via x-ray. Reprogramming were done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, sn (B)(6). The returned lead was analyzed and visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the lead was exposed to excessive mechanical force or movement when the patient fell, causing the cable fractures right at the anchor point. Sc-2317-70, sn (B)(6). The returned lead was analyzed and visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the lead was exposed to excessive mechanical force or movement when the patient fell, causing the cable fractures right at the anchor point.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075366.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances and lead migration which was confirmed via x-ray. Reprogramming were done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively.